Manufacturer narrative:
The device is an unknown baxter cassette. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a disconnection between the patient line of a cassette and the transfer set which resulted in peritonitis. At the time of the disconnection, the patient was reported to be in motion or lying in bed. In the same month, the patient was hospitalized for 3-5 days for the event and was treated with unspecified antibiotics (dose, route, and frequency were not reported) for peritonitis. The patient¿s outcome was not reported. The action taken with dianeal therapies was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.